Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer¿s blood glucose level. Customer planned to continue using the current pump until a replacement could be shipped, and instructions were given to return the problematic pump with a pre-paid label within 10 days.